Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing exit block. The physician opted to explant the right ventricular lead and implant a replacement in a new position.